Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced low flow alarms and became hypoxic, hypotensive, hyperkalemic, and acidotic. A left chest tube was used to drain 1.5 liter of hemothorax; however, patient did not improve and expired after the family decided to withdraw support. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Dimensional and functional verification showed no deviation from manufacturing and functional specifications. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Pathology report revealed materials found within the pump were consistent with post-mortem blood clotting; tissue around the impeller was consistent with a fibrin deposition. The reported event was not confirmed via review of the controller log files, since data covering the event date was not available for analysis. A possible root cause for the reported 'inadequate flow rate' event, may be attributed to the fibrin deposition noted on the lateral margin of the impeller; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Clinical factors that may have contributed to the reported event are the patient's diagnosis of a hemothorax and being hypoxic, hypotensive, hyperkalemic, and acidotic. Death and respiratory dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this (B)(6) male patient was admitted due to persistent low flow alarms, progressive hypoxia, and hypotension. He suffered respiratory-pulseless electrical activity (pea) arrest during a computerized tomography (CT) scan necessitating intubation as well as high dose inotropic and vasopressive drugs. The patient was hypoxic, hypotensive, hyperkalemic, and acidotic. Emergent invasive monitoring access was obtained. A left chest tube was also inserted to drain a 1.5 liter hemothorax. The patient also underwent therapeutic hypothermia, however, he failed to improve. The patient expired on (B)(6) 2014 after the family decided to withdraw support.